Manufacturer narrative:
A ge oec service rep investigated the issue and a damaged monitor connection that was repaired to restore function. The system was further tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system intermittently would not boot up completely.